Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2026, patient's right total hip arthroplasty was revised a second time to address acetabular liner disassociation from the acetabular cup. The surgeon identified metallosis and bone loss in the bone and soft tissues around the acetabular cup, caused by direct articulation of the ceramic femoral head on the metal cup--the polyethylene liner was entirely displaced from the cup and provided no coverage. The surgeon replaced the cup and liner with competitor acetabular construct, and the femoral head with a depuy product. The patient also experienced pain, stiffness, swelling and limited mobility. Additionally, specimen collected on (B)(6) 2026 (right hip synovium, excision) revealed dense fibrous tissue with black pigment deposition and suture granuloma, consistent with previous procedure hardware. Doi: (B)(6) 2019 (cup). Doi: (B)(6) 2022. Dor: (B)(6) 2026. Affected side: right hip.